Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular tachycardia could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had multiple implantable cardioverter-defibrillator (ICD) shocks. The patient was found to be in the ventricular tachycardia (v-tac)/ ventricular fibrillation (vfib) at an outside hospital. The patient had a history of ventricular tachycardia that predated the left ventricular assist device (lvad) with ICD implantation (cardiac resynchronization therapy defibrillator (crt-d)). The patient was cardioverted as reported in the event additionally, right heart catheterization was performed without changes or intervention and the patient was discharged to home in stable condition. Vad was ongoing on (B)(6) 2023.